Manufacturer narrative:
H6: medical device problem code 2017 incorrect prep. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. It was reported that the tech may have flushed the wrong port during preparation of the device. The omnilink elite instructions for use (IFU) gives clear steps on how to correctly prep the device. In this case, it is unknown the IFU deviation contributed to the reported event. A conclusive cause for the reported stent dislodgement could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that during preparation, the omnilink elite stent came off of the balloon, on the back table. The device never entered the patient. It was stated the tech may have flushed the wrong port, causing the stent to fall off the balloon; possible use error. No patient involvement. No additional information was provided.